Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia within the last hour after running high earlier, while using fiasp insulin and announcing a meal during eating about six hours prior. Symptoms included low blood glucose to 53 mg/dl without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates (orange juice) and no need for medical intervention, assistance, or hospitalization. Investigation included troubleshooting and education regarding recent highs preceding lows, device use over about two weeks, recent fill tubing on tuesday, cgm and target settings unchanged, no calibration discrepancies, no weight or time setting changes, no exercise, no off-system insulin, and no alarms reported. Investigation of this case revealed no device malfunction or component issue and suggested the low could have resulted from automated correction following a prior high during the system¿s learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.